Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a prime. She was able to complete the rewind sequence. Customer's blood glucose level was 600 mg/dl. She was bolusing but her blood glucose reading kept going up. She took her insulin pump off the night before and treated with insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.